Event description:
It was reported that the patient experienced dyspnea due to heart failure and due to the compensated function of the left ventricular (lv) lead. The lv lead was fractured and had significant increased impedance. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. For use by user facility/importer(devices only). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.